Event description:
It was reported that post implantation of 3 xience pro stents in the left main, proximal left anterior descending and the proximal left circumflex coronary arteries, the patient experienced unstable angina and received a nitroglycerin infusion (ntg). One day post procedure, the patient experienced a significant elevation in cardiac biomarkers. The event was diagnosed as a myocardial infarction. Two days post procedure, the myocardial infarction was noted to be resolved. Three days post procedure, the enzymes normalized. Five days post procedure, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and myocardial infarction are listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.